Event description:
It was reported that in a laproscopic gastric bypass and on the back table it fired on its own. They got a new device to proceed with the case without patient harm.

Manufacturer narrative:
(B)(4). Date sent: 8/14/2024 d4: batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: I wanted to reach out because I had an incident on monday where an echelon 3000 stapler fired on its own on the back table. There was a new tech working in the room so there¿s a chance he left the safety off, and the trigger was touched somehow but I am not sure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 9/18/2024 d4: batch # c9de90 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60w reload loaded on the device. The reload was received fully fired. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, evidence of corrosion was noted on the components of the device and the pcb board was noted to be non-functional. Additionally, the red motor wire was noted to be damaged. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage motor wire and the pcb board is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device batch number c9de90, and no non-conformances related to the reported complaint condition were identified. Additional information was requested and the following was obtained: during case when stapler was not in use and was firing on its own. Had the device been fired? 5-6 times. Had the device been cleaned? Cleaned per normal protocol. No issues with buttons or use when being used on the patient what is the cleaning process? Clear large cylinder tubs and then wipe down jaws with blue towel, handle in dry and jaws up when finished. Are the jaws typically left closed? Yes.